Event description:
Last night when my daughter used the bedwetting alarm, she had an adverse action to the product. It was set up right and she went to bed, but sometime at night, the alarm started making a clicking sound. I was sleeping beside my daughter and heard the clicking sound. There were fumes coming from the alarm. I quickly removed it and in the process noticed that the back casing had heated and there was gray matter that was starting to come out from the back of the alarm. The alarm was placed on the desk and it was extremely hot. A few minutes later, the back battery door melted. Disappointed with the alarm. Very dangerous for children.